Event description:
A caller reported a malfunction with the pump, identified as malf 6. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, successfully assisting the caller in resolving the issue, and advised them to continue using the pump while instructing that they should call back if the malfunction code recurred. The caller acknowledged and understood these instructions.